Manufacturer narrative:
(B)(6). In trouble-shooting following the procedure, the medtronic representative tested five spins on a demo had and the reported issue could not be replicated. On 09/07/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 09/21/2016 a medtronic representative, following-up at the site, confirmed the surgeon did revise the screws. There was no impact on patient outcome. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that while in a spine procedure, the surgeon alleged an inaccuracy occurred. They had spun using the imaging system and the surgeon placed two screws. At that point, a second spin was taken and found that the screws were off target by 3 millimeters. They tried navigating using the second spin, however, deemed being inaccurate after some time as well. They took a third spin, and the alleged inaccuracy remained. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to abandon navigation and completed the procedure with the use of a c-arm. Delay in therapy was 30 minutes. There was no impact on patient outcome.

Manufacturer narrative:
Correction to device manufacturing date now provided.